Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose value was 459 mg/dl at the time. The customer also reported that the plastic retainer holding the reservoir in place was disintegrating. The reservoir came loose at times and caused high blood glucose as it was not putting out insulin. There was a physical damage to reservoir lip ring and reservoir was not able to lock into place when inserted inside the insulin pump. The customer declined troubleshooting for high blood glucose. She treated her high blood glucose with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.